Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized with blood glucose levels over 600 mg/dl and ketones. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime, displacement and self tests. Nothing further was reported.